Event description:
It was initially reported to boston scientific corporation that a rx wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the stent would not deploy. When the device was pulled out of the scope the deployment handle was bent. The procedure was completed with another wallflex stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; stent damage.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The distal end of the outer sheath was kinked and compressed. It was also noted that the outer sheath was accordioned at 72mm proximal to its distal end and the inner lumen was exiting the guidewire access port. During analysis, the distal handle, that had been fully retracted, was moved distally and then retracted. The outer sheath did not retract and the inner lumen exited the guidewire access port again. The shaft was dissected proximal to the guidewire access port and the inner lumen and stent were withdrawn. The inner lumen was intact however, it was kinked where it had exited the guidewire access port. It was noted that the distal stent wires were damaged. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure. A review of the manufacturing documentation found no anomalies or deviations. At the time of this investigation, it was noted that there were other complaints reported relating to this defect for this batch. (B)(4)